Event description:
Boston scientific received information that after device interrogation, this pacemaker and right ventricular (rv) lead exhibited noise along with oversensing and pacing inhibition which resulted in few seconds of asystole. On review, this patient has history of intermittent atrioventricular (av) block type iii and dizziness. It was also noted that there were several episodes of high greater than 1,000 ohms pacing lead impedance however were not an out-of-range measurements. The physician believed that the patient's collapse was a result of noise, oversensing, and asystole. The brady device remains in service while the lead was surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.